Event description:
It was reported that during a robotic colon procedure, the surgeon placed the device on the tissue. When he went to fire it the device locked up. He could not get the knife to move or get the stapler to open. They immediately converted to an open case in order to get the stapler out of the tissue, he cut it out.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what troubleshooting steps were taken intra-operatively to try to open the device? How experienced is the surgeon with this device? Did the attending physician fire the device? If not, who? 1. I do not know if any steps occurred during the procedure for troubleshooting. I was on vacation when the even happened and only found out upon my return. 2. The surgeon is very experienced.....however, as this was a robotic case, he did not fire the device. 3. The device was fired by the surgical assistant. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4). Additional information: the ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device closed and opened as intended.